Event description:
A contact of a peritoneal dialysis (pd) patient reported to technical support (ts) that their cycler was noisy during an unknown phase of their pd treatment and the time and date on the cycler were not correct. At that point in time, the ts representative issued a replacement cycler to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates. There were no burrs or sharp edges that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was an internal short on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. The time and date were set and then the cycler was powered off for 10 minutes. The cycler was powered on and the time was correct. An accelerated stress test was started but a loud vibration was heard. An internal visual inspection of the returned cycler found the compressor was the cause of the loud vibration. There were visual indications of dried fluid under the pump ¿a¿ and ¿b¿ mushroom heads and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid could not be determined. A mushroom head check was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, thermal decomposition was confirmed, and the cause was determined to be an internal short on the transformer of the inverter board.